Manufacturer narrative:
Physio-control evaluated the removed user interface pcb and programmed system controller pcb assemblies. No failures were observed for the user interface pcb assembly. Physio-control determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the programmed system controller pcb assembly that was thermally sensitive. This ic chip, designator u2 being thermally sensitive, caused the device to lock up at boot-up with a white screen.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio-control replaced the programmed system controller pcb and user interface pcb assemblies. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device showed white screen. A white display is indicative for a device lock-up.there was no patient use associated with the reported event.